Manufacturer narrative:
The device was received for evaluation. Visual inspection, with the naked eye, did not identify any abnormalities that could have contributed to the reported condition. The sample was primed and functional testing was performed. The sample was submitted to pressure test and block test. During the pressure test a leak was observed between the tubing and the bushing. Upon closer inspection, it was noted that the tubing was folded onto itself to fit into the bushing. The leak was due to that fold in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked at the ¿white tubing segment junction." The event occurred while in use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.